Manufacturer narrative:
Please notice this event was reported due to medwatch (B)(4).

Event description:
It was reported that during operation, drill bit was in use and broke inside the bone and was left in the place.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, without the return of the product for evaluation or the requested clinically relevant information, the root cause of the drill breakage cannot be determined. The alloy is neither bio-inert nor approved for implantation and it remains unknown if corrosion, micro-motion and/or migration of the retained fragments are likely. The patient impact beyond the reported retained non-implantable foreign bodies cannot be determined. No further clinical/medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.